Manufacturer narrative:
B3 - date of event: the event date was estimated to the earliest known hospitalization in the study. Zhu, bolong, et al. "A randomized controlled trial of drug-coated balloon versus conventional balloon angioplasty in diabetic patients with lower extremity arteriosclerosis obliterans: outcomes in ankle-brachial index and restenosis rate." Diabetology & metabolic syndrome 18.1 (2026): 92. Detailed product information was not provided to bsc as the event was reported through literature. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported via literature that restenosis occurred. The objective of the study was to evaluate the efficacy and safety of paclitaxel-coated balloon angioplasty versus conventional plain balloon angioplasty (poba) for the treatment of diabetic lower extremity arteriosclerosis obliterans (dlaso) in a randomized controlled trial. In this prospective, single-blind, randomized controlled trial, 60 patients with dlaso were equally assigned to the drug coated balloon (dcb) group or the poba (control) group. Subjects were hospitalized from (B)(6) 2022 to (B)(6) 2024 were selected as the research subjects. The primary endpoints were primary patency rate and change in ankle-brachial index (abi) at 12 months. Secondary endpoints included rutherford classification, target lesion revascularization (tlr), and complications. Follow-up assessments occurred at 1, 3, 6, and 12 months. The control group was treated with balloon dilation of lower extremity arteries, and under the guidance of digital subtraction angiography (dsa), unilateral retrograde femoral artery or popliteal artery retrograde puncture, heparinization, implantation of 5-6 f tubes, and localization of the arteries of the affected lower extremities under dsa guidance to determine the location, extent and blood supply of collateral stenosis. At the end of the imaging, a new balloon (mustang, boston scientific; balloon diameter range 3.0-5.0 mm, length 40-120 mm) was removed, a 3-5 m balloon was inserted, the air pressure was 8-12 kpa, and the expansion was 3 min. If the patient was not satisfied with the results of the treatment, the treatment could be repeated 3 times. Once the vasodilation was complete, angiogram was done again to look at blood flow in the arteries of the lower extremities and the presence of intimal damage and dissection (angiographic success was defined as residual stenosis less than 30% without flow-limiting dissection). After the surgery was completed, the catheter was removed, the occluder was closed, and the puncture site was pressurized with an elastic bandage and gauze. The affected limb was immobilized for 24 hours after surgery. Within 12 months, no patients in the dcb group required tlr, whereas one patient (3.3%) in the control group underwent tlr due to symptomatic restenosis. The between-group difference was not statistically significant (p = 0.313). There was no intervention required in the study group.